Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported total parental nutrition and lipids (tpn/il) was programmed and infused together at a y site. ,milrinone (0.6ml/hr) was also programmed and attached to infusion tuning via stopcock. When clinician was assessing patient, it was noted the stopcock was still closed however milrinone infusion was running. Clinician reports that the occlusion alarm did not alarm as it should have with the stopcock closed. There was patient involvement, however no patient harm.